Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.